Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a pre-surgery testing, it was discovered that two motor devices had cord damage/wires exposed. According to the reporter, the event occurred while the patient was already in the operating room. However, the devices were not being used on the patient at the time. There were no delays to the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was damaged and the wires were exposed. It was further observed that the hole in cord was due to mishandling of the device by allowing the cord to come into contact with a sharp object, which punctured the cord or exerting extreme force on the cord during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.